Event description:
It was reported that the patient presented for a scheduled generator upgrade. Prior to the procedure, high capture thresholds were noted on the right atrial (ra) lead. The physician elected to cap and replace the ra lead on (B)(6) 2025. The patient condition was stable.